Manufacturer narrative:
This report is filed july 1, 2016. (B)(4). (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced granulation at the implant site and was subsequently treated with topical antibiotics (date and duration not reported); however, the issue could not be resolved. Subsequently, the patient was placed under general anesthesia on (B)(6) 2016, to remove the abutment. The implanted device remains.

Manufacturer narrative:
Correction; the date of event is unknown, not june 23, 2016, as previously reported. (B)(4). Implanted device remains.